Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the infusion set came off from the patient's body. This issue occurred with four infusion sets. The reporter alleged the infusion sets were defective. No adverse event reported. Return of one infusion set was requested for evaluation. The other three infusion sets were discarded.